Event description:
Eleven pts with confirmed mycobacterium abscessus sternal wound infections following cardiothoracic surgeries and use of sorin 3t heater-cooler unit. Two add'l pts with suspected mycobacterium abscessus infection were also treated accordingly. Therapy date: (B)(6) 2017. Diagnosis for use: cardiothoracic surgery requiring bypass. (B)(4).